Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned